Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A resident at the hospital, reported the following event : "tip of the proximal rasp broke and remained blocked in the phalanx. Procedure time delayed, change of osteosynthesis material, increase of the upper limb tourniquet time.

Manufacturer narrative:
The reported event that proximal rasp for xfuse, size s & xs x fuse was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by overloading and aging of an instrument. The device was manufactured more than 10 years ago and has successfully been used during this timeframe. Therefore we can consider it has reached the end of its serviceable life. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. See appendix 2 for further details.

Event description:
A resident at the hospital, reported the following event: "tip of the proximal rasp broke and remained blocked in the phalanx. Procedure time delayed, change of osteosynthesis material, increase of the upper limb tourniquet time.